Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73l1800544 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during total laparoscopic hysterectomy, the clips closed before they reached to the jaw tip at loading. The unit was replaced with a new one. Some clips fell but all of them were retrieved; no clips remained in the patient.

Manufacturer narrative:
(B)(6). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and its rotation tab bent. The indicator clip was loaded into the jaws of the applier, indicating that no clips were remaining in the device. The sample appears used as there is biological material present on the device. First, the indicator clip was manually removed , and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. As expected, no clip fired. This was repeated several times with the same result. The sample was disassembled to inspect the internal components. The proximal end of the feeder was bent slightly. The sample was received with 0 clips remaining in the channel, indicating that 15 clips were fired by the end user. The bent rotation tab and the proximal end of the feeder being bent are indications that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The reported complaint of "clips closed before being loaded" was confirmed based upon the sample received. The sample was returned with its rotation tab bent. The indicator clip was loaded into the jaws of the applier, indicating that no clips were remaining in the device. The sample was received with 0 clips remaining in the channel, indicating that 15 clips were fired by the end user. Upon functional inspection, no clip fired as expected. The sample was disassembled to inspect the internal components. The proximal end of the feeder was bent slightly. The bent rotation tab and the proximal end of the feeder being bent are indications that the clips were out of position and stacking on one another. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that during total laparoscopic hysterectomy, the clips closed before they reached to the jaw tip at loading. The unit was replaced with a new one. Some clips fell but all of them were retrieved; no clips remained in the patient.